Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 31 mmol/l with increased thirst and urination, and increased tiredness associated with air bubbles in the cartridge. A review of the event indicated that the cartridge was not filled correctly. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the insulin cartridge.

Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.